Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
A biomedical engineer reported that prior to a cataract extraction with intraocular lens implant procedure the system just stopped working. The unit was primed normally. The surgery was started and completed using an alternate system with no harm to the patient.